Event description:
It was reported the patient presented for a routine exam. Interrogation revealed past episodes of non-sustained right ventricular oversensing of what appeared to be noise and high capture threshold was also noted. The right ventricular lead was capped and replaced on (B)(6) 2017. It was undetermined, which product contributed the noise, so the device was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.